Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("severe pelvic pain daily") in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral extravasation of contrast during hsg/ failure to occlude (close) fallopian tube (s)" on (B)(6) 2009. The patient's past medical history included multigravida, live birth in 2000, live birth in 2001, live birth in 2004, live birth in 2006, hernia in 2004, hemorrhoids (surgery) in 2008, dizziness, dehydration (soon thereafter she was hospitalized for rehydration), abortion, food allergy, hypertension and chickenpox. She denies dysuria, urinary frequency of flank pain. Previously administered products included for an unreported indication: amoxicillin and amoxicillin. Past adverse reactions to the above products included multiple allergies with amoxicillin and amoxicillin. Concurrent conditions included overweight, breast pain (on examination it shows as milky discharge) since (B)(6) 2013, breast mass, acute pharyngitis, lymphadenopathy cervical, abdominal pain, cephalgia, pruritus, hematuria, allergic rhinitis and uterine leiomyoma. Family history included diabetes mellitus (aunt and mother), blood pressure high (mother and sister), mental disorder (mother and sister) and stroke (aunt and uncle). Concomitant products included amlodipine besilate (amlodipine besylate) since 2016, anesthetics nos, citalopram, citalopram hydrobromide (celexa) since 2013, eprosartan (teveten) from 2006 to 2007, fluticasone, lisinopril from 2013 to 2016, montelukast since 2013 and nifedipine (procardia) from 2006 to 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with urticaria, dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, 2 years 11 months after insertion of essure (ess205), the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy.) And surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, female sexual dysfunction, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, alopecia, cystitis and urinary tract infection outcome was unknown and the pelvic pain, nausea and fatigue had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. On (B)(6) 2009, she had us/transvaginal pelvic ultrasound which had impression- foreign body in the uterus likely part or an essure contraceptive device. On (B)(6) 2009, she had hysterosalpingogram which reveled that failure to occlude (close) fallopian tubes /bilateral extravasation of contrast. Appropriate device positioning cannot be evaluated with plain sonography and on (B)(6) 2009, she had impression: the uterus and ovaries appear normal. The essure device is identified near the uterus bilaterally. On (B)(6) 2010, she had pathology report which diagnosis- endometrial curettings: secretory endometrium and decidual tissue. On (B)(6) 2010, she had impression: 1. Bilateral essure contraceptive devices are visible. 2. Otherwise unremarkable study. On (B)(6) 2013, she had us/bilateral breast ultrasound opinion: no solid mass identified. Multiple breast cysts and dilated breast ducts which are nonspecific. On (B)(6) 2016, she had abdomen/pelvis w/wo contrast she had impression: right intrahepatic cyst. Essure wires noted in the fallopian tubes bilaterally. No mass lesions or abnormal fluid collections seen. Several small lymph nodes noted in the right lower quadrant may represent mesenteric adenitis. On (B)(6) 2016, surgical pathology report which reveled pathologic diagnoses uterus, right and left fallopian tubes, complete hysterectomy and bilateral salpingectomies: 1.cervix-no pathologic diagnosis, 2. Secretory phase endometrium, 3. Fallopian tubes-bilateral essure devices present in the lumen at the proximal end of the fallopian tubes adjacent to the uterus. On gross description: the specimen is received in a single container labeled with the patient's name and number and identified as ·uterus, cervix, bilateral fallopian lubes·, received in zinc formalin is a uterus with attached cervix and bilateral fallopian tubes. The tubes are removed from the main specimen. The uterus with cervix weighs 171.6 g and measures 10.0 cm in length. 4.5 cm from cornua to cornua. And 6.5 cm in the anterior posterior dimension. The outer serosal surface is unremarkable. The ectocervix is tan-pink, smooth, and without lesion. The ectocervical os is ovoid and measures 1.5 cm in diameter. The endocervical canal is unremarkable. The endometrial cavity contains a minimal amount of bloody mucoid material. The endometrial cavity measures 4.0 cm in length with an endometrial strip measuring 0.2 cm in thickness. Serial sectioning the myometrium reveals no mass lesion, hemorrhage, or necrosis. The left fallopian tube junction with the uterus is dissected to reveal a coiled wire consistent with the essure device. Serial sectioning to the right fallopian lube proximal area adjacent to the uterus also reveals an intact coiled device consistent with essure device present in the lumen of the fallopian tube, these devices are removed and saved. The left fallopian lube measures 8.5 cm in length and up to 1.0 cm in diameter. The right fallopian tube measures 9.0 cm in length and up to 1.3cem in diameter. Serial sectioning reveals a tan-white fimbriated lumen with only the essure device present in the proximal fallopian tubes adjacent to the uterine cavity. Representative samples are submitted as follows. (Jwb/dd). Her current weight was 165 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: ectopic pregnancy, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-apr-2018: event urinary tract infection and reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("severe pelvic pain daily") in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral extravasation of contrast during hsg/ failure to occlude (close) fallopian tube (s)" on (B)(6) 2009. The patient's past medical history included multigravida, live birth in 2000, live birth in 2001, live birth in 2004, live birth in 2006, hernia in 2004, hemorrhoids (surgery) in 2008, dizziness, dehydration (soon thereafter she was hospitalized for rehydration), abortion, food allergy, hypertension and chickenpox. She denies dysuria, urinary frequency of flank pain. Previously administered products included for an unreported indication: amoxicillin and amoxicillin. Past adverse reactions to the above products included multiple allergies with amoxicillin and amoxicillin. Concurrent conditions included overweight, breast pain (on examination it shows as milky discharge) since march 2013, breast mass, acute pharyngitis, lymphadenopathy cervical, abdominal pain, cephalgia, pruritus, hematuria, allergic rhinitis and uterine leiomyoma. Family history included diabetes mellitus (aunt and mother), blood pressure high (mother and sister), mental disorder (mother and sister) and stroke (aunt and uncle). Concomitant products included amlodipine besilate (amlodipine besylate) since 2016, anesthetics nos, citalopram, citalopram hydrobromide (celexa) since 2013, eprosartan (teveten) from 2006 to 2007, fluticasone, lisinopril from 2013 to 2016, montelukast since 2013 and nifedipine (procardia) from 2006 to 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with urticaria, dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, 2 years 11 months after insertion of essure (ess205), the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy.) And surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, female sexual dysfunction, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, alopecia and cystitis outcome was unknown and the pelvic pain, nausea and fatigue had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. On (B)(6) 2009, she had us/transvaginal pelvic ultrasound which had impression- foreign body in the uterus likely part or an essure contraceptive device. On (B)(6) 2009, she had hysterosalpingogram which reveled that failure to occlude (close) fallopian tubes /bilateral extravasation of contrast. Appropriate device positioning cannot be evaluated with plain sonography and on (B)(6) 2009, she had impression: the uterus and ovaries appear normal. The essure device is identified near the uterus bilaterally. On (B)(6) 2010, she had pathology report which diagnosis- endometrial curettings: secretory endometrium and decidual tissue. On (B)(6) 2010, she had impression: 1. Bilateral essure contraceptive devices are visible. 2. Otherwise unremarkable study. On (B)(6) 2013, she had us/bilateral breast ultrasound opinion: no solid mass identified. Multiple breast cysts and dilated breast ducts which are nonspecific. On (B)(6) 2016, she had abdomen/pelvis w/wo contrast she had impression: right intrahepatic cyst. Essure wires noted in the fallopian tubesbilaterally. No mass lesions or abnormal fluid collections seen. Several small lymph nodes noted in the right lower quadrant may represent mesenteric adenitis. On (B)(6) 2016, surgical pathology report which reveled pathologic diagnoses uterus, right and left fallopian tubes, complete hysterectomy and bilateral salpingectomies: 1.cervix-no pathologic diagnosis, 2. Secretory phase endometrium, 3. Fallopian tubes-bilateral essure devices present in the lumen at the proximal end of the fallopian tubes adjacent to the uterus. On gross description: the specimen is received in a single container labeled with the patient's name and number and identified as ·uterus, cervix, bilateral fallopian lubes·, received in zinc formalin is a uterus with attached cervix and bilateral fallopian tubes. The tubes are removed from the main specimen. The uterus with cervix weighs 171.6 g and measures 10.0 cm in length. 4.5 cm from cornua to cornua. And 6.5 cm in the anterior posterior dimension. The outer serosal surface is unremarkable. The ectocervix is tan-pink, smooth, and without lesion. The ectocervical os is ovoid and measures 1.5 cm in diameter. The endocervical canal is unremarkable. The endometrial cavity contains a minimal amount of bloody mucoid material. The endometrial cavity measures 4.0 cm in length with an endometrial strip measuring 0.2 cm in thickness. Serial sectioning the myometrium reveals no mass lesion, hemorrhage, or necrosis. The left fallopian tube junction with the uterus is dissected to reveal a coiled wire consistent with the essure device. Serial sectioning to the right fallopian lube proximal area adjacent to the uterus also reveals an intact coiled device consistent with essure device present in the lumen of the fallopian tube, these devices are removed and saved. The left fallopian lube measures 8.5 cm in length and up to 1.0 cm in diameter. The right fallopian tube measures 9.0 cm in length and up to 1.3cem in diameter. Serial sectioning reveals a tan-white fimbriated lumen with only the essure device present in the proximal fallopian tubes adjacent to the uterine cavity. Representative samples are submitted as follows. (Jwb/dd). Her current weight was 165 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: ectopic pregnancy, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drug, treatment drugs were added. Updated suspect drug indication . On (B)(6) 2006, she implanted essure (previously reported as (B)(6) 2006). Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hives, infection (bladder/ urinary tract/vaginal) type: bladder, apareunia (inability to have sexual intercourse),rashes or skin conditions type: hives all over, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, bladder urinary problems or changes and pregnancy (ectopic). Updated events and onset date and event hysterectomy and bilateral salpingectomy, laboratory cystoscopy data was deleted. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") and salpingectomy ("bilateral salpingectomy") in a female patient who received essure (ess205) for contraception. Other product or product use issues identified: device ineffective "bilateral extravasation of contrast during hsg". In (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced hysterectomy (seriousness criteria medically significant and clinically significant/intervention required) and salpingectomy (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgery to remove on (B)(6) 2016) and surgery (surgery to remove on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the hysterectomy and salpingectomy outcome was unknown. The reporter considered hysterectomy and salpingectomy to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was bilateral extravasation of contrast. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had a hysterectomy and bilateral salpingectomy, due to unspecified injuries. The events are anticipated according to the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the events, causality between them and essure use cannot be excluded and since essure removal was required, this case is regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had a hysterectomy and bilateral salpingectomy, due to unspecified injuries. The events are anticipated according to the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the events, causality between them and essure use cannot be excluded and since essure removal was required, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.